Event description:
It was reported to medtronic neurosurgery that the delta shunt was found to be leaking when it was tested preoperatively. According to the report, the doctor used a replacement device to complete the surgery and the device did not have patient contact. It was also reported that there was no injury to the patient.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, and pre-implantation testing. The device did not meet the requirements for leak testing due to a small tear in the bottom membrane of the delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. The ventricular and peritoneal catheters met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).